Event description:
Received a port in the device analysis lab with no information. Additional information received from a health professional noted the device was explanted due to a possible "leak."

Manufacturer narrative:
Medwatch sent to FDA on: 08/29/2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted observation of needle induced seal damage to access port. The broken access port also had a sharp unidentified opening near one of the suture holes. Device labeling addresses the possible outcome of leakage as follows: "when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."